Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician attempted arteriotomy closure in the right femoral artery using the starclose device. Post the procedure, the patient experienced decreased blood pressure and was unconscious. The patient received fluid resusitation and blood. The patient was taken to surgery and closure was achieved in surgery.